Event description:
It was reported that a pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician performed transseptal puncture (tsp) and when the physician was flossing the septum, a pe was noted. The watchman trusteer access system (was) and versacross dilator was used for "flossing" the lipomotous septum prior to advancing the intracardiac echocardiography (ice) catheter into the left atrium. This tension caused a puncture at the base of the laa. The procedure was aborted. A pericardial drain was placed; 2 liters of bright red blood was drained and auto-transfused back into the patient. The patient went to surgery where a pericardial window was performed and the laa was surgically clipped as well as a surgical repair completed. The patient was sent to intensive care unit (ICU) to be cooled to prevent cardiogenic shock and is expected to fully recover. The patient was then discharged. In the physician's opinion, the event may have occurred as the patient had s small left atrium, and the flossing technique may have caused tension on the dilator and distal versacross wire, and this led to the distal tip of the versacross wire to perforate in the left atrium.